Event description:
The iab leaked. Blood was noted in the catheter. The iab was not returned to co for eval. The iab was discarded by the facility. Event complications: none from the event-reported 1/27/97. Pt's current status: unk-rpt'd 1/27/97.